Manufacturer narrative:
The event was observed during a review of clinical data collected for post-market surveillance of walrus stroke cases in the UK. The procedure date is unknown. The attending physician was asked for follow up and based on his recollection the complications were related to the device. No additional information related to the case or device was able to be obtained. Q'apel medical has made good faith efforts but have been unsuccessful (at the time of submission) in obtaining additional information related to the case including date of procedure. 8 fr. Short sheath, red prowlwer select + micro cath, traxcess 14 micro wire, solitare stent 6x40mm, 4x40mm, atlas stent 4.5mm x 30mm (ica dissection). Patient and procedure outcome: the patient's tici score improved from 0 to 2b.

Event description:
Description of complaint: ica non occlusive dissection. The event was observed during a review of clinical data collected for post-market surveillance of walrus stroke cases in the UK. The procedure date is unknown. The attending physician was asked for follow up and based on his recollection the complications were related to the device. No additional information related to the case or device was able to be obtained. Q'apel medical has made good faith efforts but have been unsuccessful (at the time of submission) in obtaining additional information related to the case including date of procedure. Additional information about the patient: (B)(6), age of patient - 78, gender - male, 1st run - 17:53, location of clot - prox m2 with ica stenosis, (B)(6), total pass-3, start tici-0, final tici score - 2b. Patient and procedure outcome: the patient's tici score improved from 0 to 2b.